Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system would not start. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system is difficult to start. After reviewing log file, fse did not found any error related to this issue. Upon troubleshooting fse found the motherboard or battery of the host pc was defective. Fse replaced host pc. After replacement the host pc system was returned to use in good working order. The defective part was returned for analysis, and no failures observed. The codes were updated based on the investigation outcome.